Manufacturer narrative:
The device was returned to olympus for inspection. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The most probable cause of the complaint cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited (light guide) lg lens is dirty. There was no patient involvement.